Event description:
Event description guidant received information that the patient's wife called in to report that her husband collapsed and died at the hospital some time ago. She questioned the advisory that was issued on this device and has indicated that she believes the device may have been involved in her husband's death.